Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to recurring incontinence. A patient outcome of stable, no complications was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the cuff was too big in size and the device malfunctioned.

Manufacturer narrative:
Recurring incontinence was reported along with a device malfunction. The ams800 device was visually inspected and functionally tested. The occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. There was no leak found in the pressure regulating balloon; however, the balloon was not functionally tested as the original pressure is unknown. There was no leak found in the control pump, and when functionally tested the pump performed within specifications. The product analysis did not confirm the recurring incontinence or device malfunction. The investigation conclusion code of known inherent risk of device was chosen because the reported adverse events are known and documented in the product labeling.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to recurring incontinence. A patient outcome of stable, no complications was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to recurring incontinence. A patient outcome of stable, no complications was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.